Event description:
Per the patient's parents, the patient did not respond well to sound using the cochlear implant system after three weeks of use. Testing in the clinic showed abnormal impedance on nine electrodes. The results of an integrity test in 2007, were consistent with normal receiver/stimulator function with multiple faulty electrodes. The patient's device was explanted 2007, and a new device was reimplanted during the same surgery.